Event description:
A (B)(6) pt underwent revision sinus surgery using an acclarent device (24mm, 6mm wide) (B)(6) 2010. Minimal dissection anterior to frontal outflow per microdebrider, then the balloon was used to dilate frontal outflow. Minimal blood loss in operating room, but persistent ooze that increased during the day causing us to bring her back to the operating room that afternoon - endoscopy revealed submucosal ooze (via "cracks" in mucosa) at back wall of frontal outflow (microdebrider tip never touched this area). Local cautery seemed to control the site, worked around a frontal stent containing kenalog. She had some slow oozing that again picked up intensity leading us to bring her back to the operating room.